Event description:
It was reported that sometime post a port placement, the expansion of the port was allegedly observed at the time of the drop, but the hole in the catheter was not visually confirmed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. Gross, microscopic visual, tactile and functional testing were performed. The port body was patent to both infusion and aspiration without issue. Therefore, the investigation is unconfirmed for the reported catheter expansion issue as no abnormalities were noted during functional testing. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: b5, h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, expansion was observed at the time of drop but the hole in the cate was not visually confirmed. There was no reported patient injury.